Event description:
It was reported that the compressor's motor was defective. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor with motor was defective. During troubleshooting, our field service engineer concluded that the compressor motor was defective and needed to be replaced. The motor start capacitor was not the problem. No part was returned for investigation, the replaced compressor motor was discarded at customer end. If the compressor stops during operation, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion is that the compressor motor was defective. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).